Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a stroke thrombectomy procedure the subject guidewire distal tip broke and stretched inside the microcatheter during use. The subject guidewire was replaced and the procedure was completed successfully. A surgical delay of couple of minutes was reported due to replacement of the subject guidewire with a new wire. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 summary attached - updated h3 device evaluated by mfg ¿updated f10 / h6 health impact code - corrected d4 primary device identifier (di) number - added d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was returned for analysis. During visual/microscopic inspection it was noted that the guidewire was returned in two fragments ( 198cm proximal fragment and 13cm distal fragment as per photo 3). The proximal fragment was inspected and was noted to be broken along the nitinol tubing with the core wire exposed and 3 additional breaks along the nitinol tubing. The distal fragment was inspected, and the nitinol tubing was seen to be broken and core wire exposed. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire distal tip stretched was not confirmed as just the core wire was exposed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis the guidewire was returned in two fragments with additional breaks in between and the core wire exposed (198cm and 13)cm. An assignable cause of ¿ not confirmed¿ will be assigned to the as reported guidewire distal tip stretched, as the platinum wire was not exposed or stretched just the core wire with additional breaks. An assignable cause of procedural factors will be assigned to the as reported and as assessed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a stroke thrombectomy procedure the subject guidewire distal tip broke and stretched inside the microcatheter during use. The subject guidewire was replaced and the procedure was completed successfully. A surgical delay of couple of minutes was reported due to replacement of the subject guidewire with a new wire. No clinical consequences were reported to the patient due to this event.